Manufacturer narrative:
Attempts to obtain the reported device for evaluation were made; however, the device has not been returned for evaluation as of late. If the reported device would be returned in the future, the evaluation would be performed and the results would be reported to the FDA. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the end of the electrode bipolar cutting loop broke off during the turp surgery. According to the report, the surgeon was receiving "overheating" error message on the uh400 generator, which was being used for the surgery. The generator was set at level 3 for cut and 3 for coag. The generator was given time to cool down before being used again during surgery. The error occurred "a couple of times" before a piece on the distal end of the cutting loop broke off and ended up in the patient's bladder. The surgeon had to use graspers to remove the broken piece from the bladder. After the removal of the broken piece, the surgeon continued and completed the surgery with non- karl storz equipments. There was no injury to the patient.

Manufacturer narrative:
The suspected device will not be available for evaluation. Once the evaluation is completed, a supplemental report will be made. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The reported device was not returned for evaluation. According to the customer's description, it can be assumed that the cutting loop was pulled out in the distal area. The reason for this could be, for example, that the tensile force on the loop was too high without the hf current being activated or, on the other hand, that the activation time was too long and the wire burned out as a result. Without the actual device evaluated, the actual cause could not be established. If the reported device would be returned in the future, an evaluation would be performed and a supplemental report would be submitted to the FDA. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).